Event description:
Voluntary medwatch received states that the atrial lead exhibited high pacing impedance. According to the physician, electromagnetic interference (emi) was suspected to be the cause but no confirmation. The atrial lead was reprogrammed. The patient experienced no consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5158881.